Event description:
Received info stating customer received an occlusion alarm. Reportedly, customer's blood glucose level was higher than normal. Customer changed cartridge and resumed insulin successfully.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.